Event description:
It was reported the arthrowand was sparking intra-operative at the distal tip. The procedure was complete with a new arthrowand. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.